Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and uterine perforation ('perforation (uterus)/malposition of essure device location of device: uterus, migration of essure device/migration of essure device location of device: moved up into uterus & perforated/migration of essure: coil migration/ left uterine cornua') in an adult female patient who had essure (batch no. (709959,805231)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in hip and back pain. Concomitant products included bupropion hydrochloride (wellbutrin) and gabapentin. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced menorrhagia ("menorrhagia/heavy periods"), depression ("depression"), anxiety ("anxiety"), stress ("stress"), mood altered ("moodiness"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea(cramping)"), fatigue ("fatigue"), abdominal distension ("bloating"), metrorrhagia ("bleeding in between periods just prior to knowing the essure had migrated") and uterine haemorrhage ("abnormal uterine bleeding"). In (B)(6)2010, the patient experienced emotional disorder ("hormonal changes describe: "emotional" during menses"), allergy to metals ("allergic or hypersensitivity reaction type: sensitivity to metal/allergic or hypersensitivity to gold & silver around her neck & fingers where jewelry was worn"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), paraesthesia ("tingling, tingling in hands and feet"), hypoaesthesia ("numbness/drop things"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), insomnia ("insomnia"), night sweats ("night sweats"), myalgia ("muscle pain"), loss of libido ("loss of libido"), restlessness ("restlessness"), memory impairment ("forgetfulness"), disturbance in attention ("can't concentrate"), irritability ("irritable") and alopecia ("hair loss"). In (B)(6)2010, the patient experienced vision blurred ("blurred vision"). In (B)(6)2010, the patient was found to have weight decreased ("weight loss"). In 2011, the patient experienced hypertension ("high blood pressure"), tooth loss ("dental problems/dental problems: teeth began to fall out"), pelvic pain ("pain/left pelvic area"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("vaginal bleeding"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), cyst ("cysts"), endometriosis ("endometriosis"), menometrorrhagia ("menometrorrhagia"), nausea ("nausea"), breast mass ("breast mass"), arthralgia ("hip pain") and malaise ("sick since essure implanted"). The patient was treated with antibiotics and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, emotional disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, stress, mood altered, rash, bladder disorder, urinary tract disorder, headache, adenomyosis, cyst, endometriosis, menometrorrhagia, hypertension, tooth loss, paraesthesia, hypoaesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight decreased, insomnia, night sweats, myalgia, loss of libido, restlessness, memory impairment, disturbance in attention, irritability, breast mass, metrorrhagia, malaise and uterine haemorrhage outcome was unknown and the allergy to metals, migraine, nausea, pelvic pain, abdominal distension, alopecia, pain in extremity, abdominal pain, back pain and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast mass, cyst, cystitis, depression, disturbance in attention, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, hypoaesthesia, insomnia, irritability, loss of libido, malaise, memory impairment, menometrorrhagia, menorrhagia, metrorrhagia, migraine, mood altered, myalgia, nausea, night sweats, pain in extremity, paraesthesia, pelvic pain, rash, restlessness, stress, tooth loss, urinary tract disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion, successful sterilization procedure. It was successful.. Pregnancy test - on an unknown date: negative. Lot numbers reported 709959 and 805231 are not valid. Most recent follow-up information incorporated above includes: on 13-jan-2020: plaintiff fact sheet received. Events per pfs: abnormal uterine bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)/malposition of essure device location of device: uterus, migration of essure device") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 709959-inv, 805231-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin) and gabapentin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), emotional disorder ("hormonal changes describe: "emotional" during menses"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction type: sensitivity to metal"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), stress ("stress"), mood altered ("moodiness"), rash ("rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis,"), cyst ("cysts"), endometriosis ("endometriosis"), menometrorrhagia ("menometrorrhagia"), hypertension ("high blood pressure"), nausea ("nausea"), tooth disorder ("dental problems"), paraesthesia ("tingling, tingling in hands and feet"), hypoaesthesia ("numbness"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), fatigue ("fatigue"), abdominal distension ("bloating"), insomnia ("insomnia"), night sweats ("night sweats"), myalgia ("muscle pain"), loss of libido ("loss of libido"), restlessness ("restlessness"), memory impairment ("forgetfulness"), disturbance in attention ("can't concentrate"), irritability ("irritable"), alopecia ("hair loss"), breast mass ("breast mass"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("hip pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, emotional disorder, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, stress, mood altered, rash, bladder disorder, urinary tract disorder, migraine, headache, adenomyosis, cyst, endometriosis, menometrorrhagia, hypertension, nausea, tooth disorder, paraesthesia, hypoaesthesia, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, vision blurred, fatigue, weight decreased, abdominal distension, insomnia, night sweats, myalgia, loss of libido, restlessness, memory impairment, disturbance in attention, irritability, alopecia, breast mass, pain in extremity, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast mass, cyst, cystitis, depression, disturbance in attention, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, hypoaesthesia, insomnia, irritability, loss of libido, memory impairment, menometrorrhagia, menorrhagia, migraine, mood altered, myalgia, nausea, night sweats, pain in extremity, paraesthesia, pelvic pain, rash, restlessness, stress, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.689 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, successful sterilization procedure. Pregnancy test - on an unknown date: negative. Lot numbers reported 709959 and 805231 are not valid. Most recent follow-up information incorporated above includes: on 8-may-2019: update of information (batch is not valid). The event malposition of essure device location of device: uterus was clubbed with uterine perforation. The event perforation (fallopian tube(s)), was coded to fallopian tube perforation. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)/malposition of essure device location of device: uterus, migration of essure device/migration of essure device location of device: moved up into uterus & perforated/migration of essure: coil migration') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 709959-inv, 805231-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in hip and back pain. Concomitant products included bupropion hydrochloride (wellbutrin) and gabapentin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia/heavy periods"), depression ("depression"), anxiety ("anxiety"), stress ("stress"), mood altered ("moodiness"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea(cramping)"), fatigue ("fatigue"), abdominal distension ("bloating") and metrorrhagia ("bleeding in between periods just prior to knowing the essure had migrated"). In (B)(6) 2010, the patient experienced emotional disorder ("hormonal changes describe: "emotional" during menses"), allergy to metals ("allergic or hypersensitivity reaction type: sensitivity to metal/allergic or hypersensitivity to gold & silver around her neck & fingers where jwelry was worn"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), paraesthesia ("tingling, tingling in hands and feet"), hypoaesthesia ("numbness/drop things"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), insomnia ("insomnia"), night sweats ("night sweats"), myalgia ("muscle pain"), loss of libido ("loss of libido"), restlessness ("restlessness"), memory impairment ("forgetfulness"), disturbance in attention ("can't concentrate"), irritability ("irritable") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2010, the patient was found to have weight decreased ("weight loss"). In 2011, the patient experienced hypertension ("high blood pressure"), tooth loss ("dental problems/dental problems: teehth beagn to fall out"), pelvic pain ("pain/left pelvic area"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), cyst ("cysts"), endometriosis ("endometriosis"), menometrorrhagia ("menometrorrhagia"), nausea ("nausea"), breast mass ("breast mass"), arthralgia ("hip pain") and malaise ("sick since essure implanted"). The patient was treated with antibiotics and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, emotional disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, stress, mood altered, rash, bladder disorder, urinary tract disorder, headache, adenomyosis, cyst, endometriosis, menometrorrhagia, hypertension, tooth loss, paraesthesia, hypoaesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight decreased, insomnia, night sweats, myalgia, loss of libido, restlessness, memory impairment, disturbance in attention, irritability, breast mass, metrorrhagia and malaise outcome was unknown and the allergy to metals, migraine, nausea, pelvic pain, abdominal distension, alopecia, pain in extremity, abdominal pain, back pain and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast mass, cyst, cystitis, depression, disturbance in attention, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, hypoaesthesia, insomnia, irritability, loss of libido, malaise, memory impairment, menometrorrhagia, menorrhagia, metrorrhagia, migraine, mood altered, myalgia, nausea, night sweats, pain in extremity, paraesthesia, pelvic pain, rash, restlessness, stress, tooth loss, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, successful sterilization procedure. It was successful.. Pregnancy test - on an unknown date: negative. Lot numbers reported 709959 and 805231 are not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: bleeding in between periods just prior to knowing the essure had migrated, sick since essure implanted were added. Event outcome was updated for the events: migraines, pain/left pelvic area, abdominal pain, leg pain, hip pain, nausea, hair loss, skin allergies to metal, bloating. Pt was updated for the event tooth disorder to tooth loss. Lab data was updated. Historical conditions and treatment drugs were added. No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (fallopian tube(s)), perforation (uterus),") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. 709959, 805231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin) and gabapentin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("malposition of essure device location of device: uterus , migration of essure device"), emotional disorder ("hormonal changes describe: "emotional" during menses"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction type: sensitivity to metal"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), stress ("stress"), mood altered ("moodiness"), rash ("rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis,"), cyst ("cysts"), endometriosis ("endometriosis"), menometrorrhagia ("menometrorrhagia"), hypertension ("high blood pressure"), nausea ("nausea"), tooth disorder ("dental problems"), paraesthesia ("tingling, tingling in hands and feet"), hypoaesthesia ("numbness"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), fatigue ("fatigue"), abdominal distension ("bloating"), insomnia ("insomnia"), night sweats ("night sweats"), myalgia ("muscle pain"), loss of libido ("loss of libido"), restlessness ("restlessness"), memory impairment ("forgetfulness"), disturbance in attention ("can't concentrate"), irritability ("irritable"), alopecia ("hair loss"), breast mass ("breast mass"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("hip pain") and was found to have weight decreased ("weight loss"). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, device expulsion, emotional disorder, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, stress, mood altered, rash, bladder disorder, urinary tract disorder, migraine, headache, adenomyosis, cyst, endometriosis, menometrorrhagia, hypertension, nausea, tooth disorder, paraesthesia, hypoaesthesia, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, vision blurred, fatigue, weight decreased, abdominal distension, insomnia, night sweats, myalgia, loss of libido, restlessness, memory impairment, disturbance in attention, irritability, alopecia, breast mass, pain in extremity, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast mass, cyst, cystitis, depression, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, hypoaesthesia, insomnia, irritability, loss of libido, memory impairment, menometrorrhagia, menorrhagia, migraine, mood altered, myalgia, nausea, night sweats, pain in extremity, paraesthesia, pelvic pain, rash, restlessness, stress, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, successful sterilization procedure. Pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Historical condition, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events injury nos replaced with perforation (fallopian tube(s)), perforation (uterus), abnormal bleeding (general), malposition of essure device location of device: uterus, migration of essure device, hormonal changes describe: "emotional" during menses, vaginal bleeding, menorrhagia, allergic or hypersensitivity reaction type: sensitivity to metal, bladder infection, urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), depression, anxiety, stress, moodiness, rashes, bladder disorder, urinary problems, migraines, headaches, reproductive system disorder or condition type of disorder or condition: adenomyosis, cysts, endometriosis, menometrorrhagia, high blood pressure, nausea, dental problems, tingling, tingling in hands and feet, numbness, dysmenorrhea, dyspareunia, pain, vaginal discharge, blurred vision, fatigue, bloating, insomnia, night sweats, muscle pain, loss of libido, restlessness, forgetfulness, can't concentrate, irritable, hair loss, breast mass, leg pain, abdominal pain, back pain, hip pain added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.